Event description:
This report pertains to a spyglass ds controller and 2 spyscope ds ii access & delivery catheter that were used in the same patient and procedure. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were used during a bile duct biopsy procedure performed on (B)(6) 2022. During the procedure, image was not displayed from the start and a 2nd spyscope ds ii access & delivery catheter was used however the same problem occurred. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).